Event description:
After iabp for 24 hrs, blood was noted in the tubing. Pumping was discontinued and the balloon was removed. A second iab was inserted. (Event complications: none from the event - reported 9/8/98. Pt's current status: unk- reported 9/8/98.)